Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer sent e-mail stating the pin mechanism inside the brush fell out during first use with 2 out 4 brush heads in the pack. No injury was reported.